Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 05/24/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4) date of initial report : 04/05/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy an end tone was provided by the generator in use, indicating a complete seal cycle. The surgeon observed oozing/bleeding in the area that had been sealed. The amount of blood loss was not provided by the customer, but the customer did state there was no patient injury. Another device of the same type was opened and used to complete the procedure.